Event description:
It was reported that when the ventilator's volume was set to 650ml, the volume readings were 2500ml and 3000ml. The patient never felt discomfort. When the customer had tried a new circuit, the readings were good for about an hour and then went high again.